Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance, there was fibrin the serum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance, there was fibrin the serum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1:a0303 - improper chemical reaction (2952)). Investigation summary: bd received videos for investigation. Evaluation of the two attached videos shows evidence of fibrin. A total of 100 retained samples were visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of october 2025, additional testing were performed. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Bd was unable to duplicate the customer¿s indicated failure mode (fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.